Event description:
Drug/diluent; nacl, fill volume: 125ml, flow rate: 5ml, procedure: unk, cathplace: unk. Fast flow was reported, infusion finished 4 to 5 hours earlier than scheduled. No adverse event was reported. Date of event: unk.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a f/u report will be filed when investigation has been completed.